Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right front corner of the top case was broken off, the right plunger case was cracked, left plunger case inside screw insert was broken off, battery door was cracked, the barrel head was broken, and some of the drive train parts were worn. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was unable to be duplicated. White teflon flakes were found on worm coupling facets which was causing the motor rate error intermittently. The root cause of the problem was related to the design. Replaced worm coupling, replace teflon washer with delrin washer, motor and motor bracket. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).